Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Shortly after the pump was started, the waveforms and flows were inaccurate and non-functioning. The pump was exchanged for a new one. There was no harm to the patient.

Manufacturer narrative:
The investigation for the low pump flow has been completed. Product and data logs were not returned for review. The cause of the low pump flow issue was not determined since product, logs were not returned and due to insufficient clinical information.